Event description:
It was reported that pump displayed cartridge alarm while customer was attempting to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded cartridge, resumed insulin therapy.